Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer had been treating based on the sensor glucose readings without checking her blood glucose. The customer's blood glucose dropped to 38 mg/dl, but she was 147 mg/dl when she arrived at the hosp. The customer stated that she called the paramedics, and they had to break down her door as she had lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer had given two boluses for food within 20 minutes of each other. The customer didn't remember if she ate both times. The reservoir volume was correct, and the insulin pump passed the displacement test. The customer also reported being hospitalized for low blood glucose levels about a month earlier. The customer had no details regarding that event. The customer stated that the hosp staff wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.